Event description:
The iab was inserted into the pt on 7/7/98 at 7:00 p.m. The sheath kinked and there was poor augmentation. After manipulation, the doctor discontinued iabp and removed the iab with difficulty on 7/7/98 at 8:00 p.m. Event complications: none from the event-reported 7/9/98.(pt's current status: unk- rpt'd 7/9/98.